Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: on what date did the implant take place? On what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids/immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Answer: explant (B)(6) 2021. Reason for removal: persistent dysphagia and pooling refractory to endoscopic dilation. Date of implant: (B)(6) 2020. Symptoms began since implant: (B)(6) 2020. Medical intervention prior to explant: (B)(6) 2021 mmbs: small hiatal hernia with linx above diaphragm, normal. Esophageal motility. (B)(6) 2021 barium swallow: esophageal dilatation. (B)(6) 2021 egd/dilation: small hiatal hernia, evidence of prior magnetic sphincter augmentation. Size 17 linx device but no product code. No lot number. Patient identifer: (B)(6). Dob: (B)(6) 1987. M. 34 years. 222lb. 74.'

Manufacturer narrative:
(B)(4). Date sent: 9/8/2021. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. In addition during the visual inspection beads were observed discolored and deep tooling marks were noted on a few beads; presumably, from either some chemical or physical treatment (heat) after the explant of the device. Note that all the devices go through 100% visual inspection prior to release. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Only event year known: 2021 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? On what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Will the device be returning for analysis?

Event description:
It was reported that it is unknown why the device is being explanted.